Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and the one-way valve resulted being punctured. It was reported by the caller, that during the setup for the case, it was noted that there was a lot of resistance when trying to get the dilator to fit into the vizigo¿ sheath the caller stated they were using the word "sticky" as the dilator was getting stuck at the tip of the sheath. The vizigo¿ sheath was replaced and the problem was resolved. Additional information was received indicating the staff felt like the one-way valve on the sheath was inadequately perforated and that they had to perf the one-way valve with the tip of the dilator. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force manipulation was applied. Finally, a back pressure test was performed, and a leakage was identified through the hemostatic valve. In addition, bubbles were identify while a negative back pressure test was performed. A device history record was performed for the finished device batch number, and no internal actions were identified. The damage observed on valve could cause the resistance issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and the one-way valve resulted being punctured. It was reported by the caller, that during the setup for the case, it was noted that there was a lot of resistance when trying to get the dilator to fit into the vizigo¿ sheath the caller stated they were using the word "sticky" as the dilator was getting stuck at the tip of the sheath. The vizigo¿ sheath was replaced and the problem was resolved. The case continued. There was no patient consequence. The customer's reported resistance issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 25-sep-2024, additional information was received indicating the staff felt like the one-way valve on the sheath was inadequately perforated and that they had to perf the one-way valve with the tip of the dilator. The resistance was felt when they were putting the dilator in the sheath while outside the body. There was never a catheter run through the sheath. Based on the additional information received, the event was reassessed as an MDR reportable malfunction since the hemostatic valve was punctured.

Manufacturer narrative:
On 17-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 7-oct-2024, additional infomration was received indicating the sheath never entered the patient¿s body. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 60000437 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).